Event description:
The user facility reported that the band components of their smartband safe grip multi-band ligation kit would not separate. The procedure was completed successfully; however, a procedural delay was reported as the facility had to use another device before continuing the procedure.

Manufacturer narrative:
The device was not returned for investigation. Without the return of the complaint device, the root cause of the reported issue could not be determined. The instructions for use (IFU) gives the user the following information to the user: "place barrel on tip of endoscope. Then, advance barrel using a continuous rocking motion until scope tabs stop the barrel. Correct barrel placement can be verified when you cannot see the scope tabs on the monitor. Note: do not use excessive force when advancing the barrel onto the endoscope. Remove barrel by turning in a counterclockwise motion, twisting barrel off the endoscope. Note: do not use excessive force to remove the barrel from the endoscope. Attach deployment cord loop onto ligation handle hook feature. With deployment cord secure on ligation handle, rotate ligation handle slowly to remove the extra slack in the deployment cord. Note: putting too much tension on the deployment cord can cause premature band deployment. If package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use. Please notify intelligent endoscopy for return authorization. Olympus/fujifilm endoscopes: insert handle stem with preloaded universal connector into accessory channel port ensuring it forms a complete seal and secure fit around the metal port. Lubricate endoscope and exterior portion of barrel. Caution: do not place lubricant inside of barrel. Caution: do not apply alcohol to device." A review of complaint records indicate that this is an isolated event. No additional issues have been reported.